Event description:
A patient noticed that the clamp of the transfer set was broken. In spite of the clamp being closed the set was leaking. A broken part is seen at the clamp. The system was not in contact to alcohol. The set was changed and there was no patient injury or medical intervention according to the international affiliate. The transfer set was connected to the catheter in 12/05.